Event description:
During an ablation procedure to treat atrial fibrillation a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that an error for air bubble was observed during the procedure. The catheter was removed from the patient and an attempt to remove air by flushing with high flow was performed. Water did not flow from the tip of the catheter. The tubing set was replaced, however, the lack of irrigation persisted. The catheter was replaced and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
Visual inspection revealed no defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical continuity test was performed and the device was found within specifications. No open or shorts were detected. The continuity test was performed and the device was found within specifications. No open or shorts were detected. The continuity test was performed and the device was found within specifications. No open or shorts were detected. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned to boston scientific for analysis. Visual inspection revealed no defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical continuity test was performed and the device was found within specifications. No open or shorts were detected. The continuity test was performed and the device was found within specifications. No open or shorts were detected. The continuity test was performed and the device was found within specifications. No open or shorts were detected. Based on the information provided, the reported event was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure to treat atrial fibrillation a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that an error for air bubble was observed during the procedure. The catheter was removed from the patient and an attempt to remove air by flushing with high flow was performed. Water did not flow from the tip of the catheter. The tubing set was replaced, however, the lack of irrigation persisted. The catheter was replaced and the procedure was completed successfully with no patient complications.